Event description:
The fe reported that the image went blank intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board needs to be replaced. The reported issue is currently under investigation.